Manufacturer narrative:
Concomitant medical products: fr99527 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and possible syncope. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was also observed that the atrial lead position check (alpc) had failed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient symptoms of syncope and chest pain were not related to the right atrial (ra) lead malfunction.